Event description:
It was reported that during a ptca procedure, the wire fractured. The pt was hospitalized for a coronary artery angiography of the circumflex coronary artery. The procedure used a hydrophilic guide pt graphix: the wire broke. The distal part of the guide wire remained inside of the coronary artery. The rest of the device was removed successfully. A control angiography was performed and did not show any consequence of this event. The patient did not suffer any injury from the event. Subsequently, the patient died. This cause of death was ventricular rhythm disorders and was not attributed to the reported event. Date of death is unknown.